Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 6 was failing over and over again. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower doors were clicked repeatedly. A field service engineer removed the latch column and cleaned, crimped, and reseated all latch connections. Conductive grease was applied to all latch connections to ensure proper operation and tested functionality. The system functioned as intended after the field service engineer had repaired the device.